Event description:
There was a black point found on the inner cone of the femoral head. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluatian suggest that the cause of the event is inconclusive, but more than likely is attributed to dried body fluids.